Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Also, insulin pump received with moisture damage on the motor noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to change the battery and the insulin pump will not turned back on at all. The customer¿s blood glucose level was 117 mg/. Customer also stated that the insulin pump was exposed to moisture. Customer reported that they tried multiple batteries that were brand new. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.